Event description:
A customer reported a signal loss issue with the freestyle libre 2 reader, which resulted in the low glucose alarm failing to trigger when customer became hypoglycemic. The customer subsequently experienced seizure, but reported being able to self-treat with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.